Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. E1: initial reporter city:(B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a stent dislodged. The patent presented with microvascular decompression (mvd). A 3.50 x 32 mm promus premier select drug eluting stent dislodged at the balloon when unpacked. The procedure was successfully completed with another same device. There was no patient complication reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. E1: initial reporter city: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: a promus premier select stent device was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. Examination of the crimped stent via scope found evidence of stent damage with the struts lifted at the proximal section. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter (od) was measured, and the result was within maximum crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that a stent dislodged. The patent presented with microvascular decompression (mvd). A 3.50 x 32 mm promus premier select drug eluting stent dislodged at the balloon when unpacked. The procedure was successfully completed with another same device. There was no patient complication reported.